Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 degenerative mitral regurgitation(mr), thin leaflets and mitral annulus calcification for a mitraclip procedure. During the procedure of mitraclip ntw, the leaflets were unable to be grasped due to massive calcification of posterior annulus segment 2. The clip was removed from the anatomy. A small damage was observed in between septal leaflets in echocardiogram post removal of steerable guide catheter from the anatomy. The tissue injury did not cause any clinically relevant symptoms. The mr grade remained unchanged. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported positioning failure is related to challenging patient anatomy (massive calcification of posterior annulus segment). A cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.